Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both leads had high impedances. As a result, patient underwent surgical intervention on 20 june 2025 during which both leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.